Event description:
During treatment to the superficial femoral artery total intima approach, it was reported that during the use of an atw steerable guidewire, it was reported that when wiring, the atw tip became ¿twisted¿ and ¿many times kinked and bent¿. The physician changed to another atw wire and the procedure was successfully completed. There was no patient injury reported. The wire was stored, handled and prepped per IFU. An outback device was also used with no issues. Per the product analysis, the core wire presented a fractured at the distal end. No additional information is available.

Manufacturer narrative:
Concomitant medications: outback device. (B)(4). Complaint conclusion: it was reported that during treatment to the superficial femoral artery, an atw steerable guidewire became ¿twisted¿ and ¿many times kinked and bent¿ when wiring. The physician changed to another atw wire and the procedure was successfully completed. There was no patient injury reported. The wire was stored, handled and prepped per instructions for use (IFU). Once the product was received for analysis, the core wire presented with a fracture at the distal end. No additional information is available from the account. One non-sterile sgw atw .014 j floppy 300cm was received coiled into a plastic bag. The core wire presented a fracture at the distal end. The core wire was inspected under a microscope and the damage was confirmed. The device was sent to sem analysis. Sem results showed that the fractured wire presented with evidence of reverse bending, ductile dimples, and the coating presented with evidence of elongations. Reverse bending or fatigue issues could be related to these surface characteristics, and these types of failures occur due to a tensile overload. Also, ductile dimples can suggest pulling or stretching events. No other anomalies were found during sem analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product went through final inspection at lake region medical limited and was determined to be acceptable. The complaint reported by the customer as ¿distal tip- kinked/bent¿ was not confirmed. However, the guidewire presented with a fracture. Sem results showed that the fractured wire presented with evidence of reverse bending, ductile dimples, and elongations. The flexible, delicate nature of the floppy guidewire tip configuration requires due care in handling and use, as directed in the device IFU. Furthermore, users are instructed to open the sterile package slowly and not to pull the distal tip to remove the guidewire from dispenser as it may damage the tip. With the information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Neither the device history record nor the product analysis suggests that the event could not be related to the guidewire design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.